Manufacturer narrative:
Currently, we are still in the process of gathering additional information regarding the circumstances of the reported event. Further information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Investigation has been carried out onto this incident and conclusions are following. Arjo was informed about a patient fall while trying to get up from arjo auto logic mattress and non-arjo bed frame (brand name unknown). According to the customer safety sides were in raised position. Specific patient medical condition was not provided. No allegation of product malfunction was reported by the customer. The arjo auto logic system was used during patient treatment, thus it was related to the current incident. It is unknown, however, why the patient was trying to get up with raised side rail, what type of bed frame was used with arjo mattress, what was the patient medical condition and the circumstances of the event. The product user guide instruction for use (IFU) number (B)(4) warns: "it is responsibility on the caregiver to ensure that the user can use this product safely." "Whilst the patient is unattended, the decision to use safety sides should be based on clinical assessment and in line with local policy". When reviewing reportable complaints for patient fall, we have found some incidents of patient fall, and 10 incidents have been reported by the one group of facilities from french market. After the events, arjo takes this matter very seriously and this is why arjo quality director for french market contacted the customer to help working on identifying the root cause of the issue. The customer facility representative stated that they are considering assessing patients on admit in order to select air mattresses for individual patient's needs. In conclusion, the arjo auto logic system (both mattress and pump) was used while the event occurred, therefore it played role in the event, however there was no allegation of device malfunction. Since the information provided is limited, it is not possible to determine the exact root cause of patient fall. We report this event due to allegation of patient fall, which may lead to serious health consequences.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was notified by a customer that a patient fell while trying to get up from the bed. It was indicated that the safety sides were in high position.